Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic whipple, upon duodenum, the surgeon was able to squeeze the handle but both reloads would not fire. A new reload was used to complete the case. There was no patient injury.